Manufacturer narrative:
H3: product analysis: evaluation determined that damaged bearings are observed internally. The likely cause of failure couldn't be determined. It was also noted that the tool couldn't be able to insert. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the mastoidectomia procedure began and they began to use the mr8ent handpiece by ear with the variable curved coupling and 5 cutter, some bearings and bearings came out where the equipment could not be used again because it did not grip the cutter again for use. It was reported that the patient was alive - no injury.